Event description:
There was an allegation of questionable gen.2 ise indirect for cl results for multiple patient samples on a cobas 8000 cobas ise module. The customer provided an example of discrepant results for 1 patient sample. The customer had been experiencing ise calibration failures. The initial cl result was 104 mmol/l. The sample was repeated on another analyzer and the repeat result was 94 mmol/l.

Manufacturer narrative:
The cl electrode lot number and the expiration date were not provided. The field service engineer (fse) performed ise module fluid cleaning, ise vacuum nozzle cleaning, ise sipper nozzle and sample probe cleaning, replaced the sample probe, sipper and vacuum nozzles, pinch tube, zipper tube, and the degasser, and performed maintenance. No further issues were reported after the service visit. Based on the available data, a general reagent issue could be excluded.